Event description:
This report is being filed upon notification from our manufacturer in (B)(4), to submit this event that happened in (B)(6). Problem: the hospital physicist performing the annual ssi measurement on this x-rays system finds that the given dose level is high. The physicist further discovers that if you choose a format such as "small" (small area) that the system is really radiating a larger area of the patient.

Manufacturer narrative:
(Eval method)-(other) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Eval results)-the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (Conclusions)-the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.